Event description:
During product evaluation by a baxter service technician, a flogard infusion pump was found to have the pole clamp disk damaged. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. This is an ancillary service event opened during investigation of (B)(4). The cause of the damaged pole clamp disk is unknown. To correct the condition, the pole clamp disk was replaced. The device was serviced and restored to a good working condition. If any additional relevant information is received, a follow up MDR will be sent.